Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification occurred. On (B)(6) 2024, it was reported that the patient did not received any low sound notification and the cgm reading was 75 mg/dl. The husband called 911 and went to wife's home to check. At that time the patient was unconscious and experiencing seizures. The paramedics treated the patient with a glucagon injection 1 mg. The patient was recovering for 3 days but at the time of the report the patient was feeling fine. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.